Manufacturer narrative:
Patient identifier, patient age and weight are unknown. (B)(4), (won't open). (B)(4) (jaws) relates to (B)(4) for the reported event of the device would not open. These codes were selected by the manufacturer based on information obtained from the user facility and do not reflect the condition of the device following the device investigation. A visual examination of the returned device revealed that the device's needle tail was bent and tilted. Functionally, the jaws were able to open and close despite the condition of the needle tail. During a dimensional inspection it was found that one of the two curves was out of specification. This caused the needle tail to bend and tilt. The condition of the returned incident device was not consistent with the complaint that the device would not open. There are controls in the manufacturing process that prevent the occurrence of the device's condition. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomalies found.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a procedure performed on (B)(6) 2010. According to the complainant, during the procedure the device would not open. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle tail was bent.